Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during an unknown procedure on 15oct23 when it was reported, ¿cautery button stayed depressed - could not turn off.". There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned using an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One plp2020 was received in opened original packaging, the lot number was verified. A visual inspection was performed, the coagulation button is concaved within the handpiece making continuous contact with the circuit board. A functional inspection was performed using the esu system 7550 (c8406), the coagulation continuously activates without pressing the buttons. Root cause cannot be determined, however, based upon the risk document; a possible cause of this event could be tissue or fluid ingress into button site affects button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 100 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿cautery button stayed depressed - could not turn off.". There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned using an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.